Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor had failed incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and pulling the connector from the j1001. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a monitor that had a service code 204 (monitor was unusable).